Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began intraperitoneal treatment for the peritonitis with injection cilanem (250 mg in each bag). The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.